Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: 8025230. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was experiencing ineffective therapy. As a result surgical intervention was undertaken wherein the patient's leads were connected to an extension and additional leads were added to the system on (B)(6) 2023. Effective therapy was established post operatively.